Manufacturer narrative:
Additional information has been requested. Implant was not removed. Investigation is ongoing. No conclusion can be drawn.

Event description:
Pro-disc-c was implanted at c4-c5. Two months post implant, the prodisc was noted to be coming loose and patient was returned to the operating room. The loose condition was corrected. This report is #1 of 2 on the same device.